Event description:
Per provider, the pilot valve is leaking.per independent repair center statement, the unit was low o2 or yellow light. The key failure was pilot manifold valve was leaking. Additional malfunctions were pilot valve o-ring on manifold defective, cabinet filter on cabinet missing component and tie strap 17" on sieve beds defective.